Event description:
It was reported that contamination occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 28 x 3.50 promus premier was selected for use. However, during the unpacking of the stent, a foreign body resembling black plastic was observed. The procedure was completed with another of same device. There were no reported complications for the patient, who remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that contamination occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 28 x 3.50 promus premier was selected for use. However, during the unpacking of the stent, a foreign body resembling black plastic was observed. The procedure was completed with another of same device. There were no reported complications for the patient, who remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. A visual examination of the packaging identified two pieces of black foreign material present in the clear inner pouch. The seal of the packaging was opened. It was also noted the compliance label was present on the hoop. The foreign material was sent for material characterization analysis. Using fourier-transform infrared spectroscopy (ftir), the foreign material spectrum did not match any of the spectrums from the library search. This indicates that the foreign material is not material associated with the manufacturing process/components. No other issues were noted during product analysis.